Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The inner diameter measurement of 7.7 mm for the external iliac artery is within parameters outlined by the gore dryseal sheath with hydrophilic coating instructions for use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2015, the patient was implanted with a gore® tag® thoracic endoprosthesis as part of a thoracic endovascular aortic repair. During the procedure, all endovascular devices were advanced through a 20 fr gore® dryseal sheath with hydrophilic coating ((B)(4)). According to the report, there was concern that the sheath size could be too large for the inner diameter of the access vessel (external iliac artery measured 7.7 mm). The tag® device was implanted as planned, and the procedure was concluded without any reported complications. On the same day, the patient's blood pressure reportedly decreased rapidly, and hospital personnel began resuscitative efforts. The patient's abdomen was opened, and a ruptured right external iliac artery was reportedly discovered. The patient expired during the conversion. The reported cause of death was a ruptured external iliac artery. No indication was given as to what may have caused the rupture. The physician did not believe the rupture was caused by the dryseal sheath.